Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: void >1 mm on non-textured side, creases, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device was implanted after the device's expiration date and has now been explanted.